Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she gets air bubbles and insulin leaks when removing the transfer guard from the reservoir. She also reported having air bubbles in the tubing in the past. Blood glucose value was 178 mg/dl. The customer was advised to pull the plunger straight back when filling the reservoir, make sure that the insulin vial is on the table when removing the transfer guard and use insulin at room temperature. She performed rewind and prime. The product will not be returned for analysis.